Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. The adhesive of the bending section rubber was missing. The angulation was insufficient due to the extension of the angle wire. The angle fixing part of the control section was loose. The control section, grip unit, angulation lock, and right/left angulation control lever were damaged due to external factors. The rubber of remote switches 1, 2 and 3 was dirty due to the user's handling. The video connector, light guide connector, light guide lens cover glass, and video connector case were scratched due to external factors. There was a white scratch on the endoscopic image. The up/down angulation control lever was scratched due to an external factor. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed when connecting device. There was no report of patient injury associated with the event.